Manufacturer narrative:
Manufacturing facility-this device was manufactured at one of the two following manufacturing sites: (B)(4) the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported ¿at least four¿ one-link non-dehp standard bore catheter extension sets disconnected. The event was further described as the extension set was coming unscrewed from a non-baxter IV catheter. The staff reconnect to keep the connection. There was no patient injury or medical intervention associated with this event. No additional information is available.